Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono floor system. The user reported that image quality devices and the catheter are not clearly visible. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. Detailed examination of the case showed that the system had not malfunctioned and was operating according to specification. The customer service engineer (cse) directly on site could not detect any system issue. The procedure was successfully completed by the customer on the affected system. No fault was found with the system and the system continued to operate as specified. A possible systematic issue that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.